Event description:
On th day of the incident (unknown), around 7:00 pm pt obtained a reading of 14 (unknown unit of measurement) on pt's surestep meter. Pt injected 18 units of humalog based upon pt's meter's reading and around 8:00 pm pt was close to losing consciousness. Pt reportedly started feeling better around 11:00 pm (self treatment is unknown). Pt did another test using pt's surestep meter and obtained 14 (unknown unit of measurement). Pt compared it against one touch ultra and got a reading of 7 mmol/l. Pt also reportedly ran a control solution on surestep and "the reading was 9.9 instead of 6.6". Pt refused to provide info about which control solution pt used, when pt ran the control solution test, and why pt said the result should have been 9.9. Pt stopped using surestep meter after pt had the insulin reaction. Pt is under the impression the inaccurate high reading on pt's surestep allegedly contributed to the insulin reaction. Pt explained that if pt's surestep meter read 14 when pt's blood glucose level was actually 7 something, pt would have injected only 14 units instead of 18 units. No further info has been provided.